Event description:
It was reported that this right atrial (ra) lead was exhibiting impedance issues. The helix retracted after pocket closure, which caused the ra lead to dislodge. This ra lead was repositioned. No additional adverse patient effects were reported.